Event description:
This event is being submitted after information was received on 05/25/07, indicating that the patient underwent a revision standard bunion repair in 2007. Original complaint information indicates the patient complained of a lot of pressure and then felt a release (4 weeks post a mini tightrope bunion repair). X-ray showed lateral oblong button which was paralleled to the metatarsal shaft had pulled through the second metatarsal and fractured it. Second metatarsal head has not shifted. The correction had maintained. This device is used for treatment.

Manufacturer narrative:
The implant was not returned and the cause of the customer's complaint could not be determined from the information available. This is the only complaint of this type for this part/lot combination.